Event description:
A customer contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) situation while on the homechoice (hc) unit during dwell 1. The home patient (hp) stated that when he got on the hc cycler, he realized that it flipped into fill very fast, so he scrolled down to see his initial drain volume and it was only 2 ml. Per hp, he gets a last fill of 2000 ml. The technical service representative (tsr) assisted the hp with going to the manual drain option to drain out his current volume. The initial drain alarm on the hc was set to 'off'. The tsr explained to hp that since it was set to off, it would flip him into fill 1 anytime it can not pull off fluid in the initial drain, and that it was very important that he contacts his peritoneal dialysis (pd) nurse as soon as possible to set an alarm for the initial drain. The hp agreed to call the nurse. (Fill volume (fv) = 2000 ml.) (Manual drain volume = 3989 ml.) The hp stated that he felt fine. The tsr assisted with ending therapy because hp stated that he wanted to rest for the night and would call the pd nurse in the morning. The hp did not want to swap hc machine, and the tsr agreed, since the problem was found in the programming and not with the hc itself. The hp ended therapy for that night and agreed would call the pd nurse. The hc unit was operational. During a follow up with the nurse regarding the iipv, it was revealed that the hp did not have any symptoms. Per nurse, hp was seen in the clinic, and was doing fine and continuing therapy on the hc machine without issues. The nurse stated that the hc machine had been programmed to 'yes' for the initial drain option. The nurse then explained that the hp occasionally "messes" with the programming, so they locked hp's access to the programming. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). A home patient (hp) contacted a baxter' technical service representative (tsr) regarding an increased intra-peritoneal volume (iipv) situation while on the homechoice (hc) cycler during cycle 1 using. Review of the complaint activity revealed the cycler advanced from the initial drain into fill 1 after removing 2 ml of the hp's last fill volume of 2000 ml. The hp received the programmed fill volume of 2000 ml during fill 1 and was in dwell 1 at the time of the call to the tsr. The hp manually drained 3989 ml of fluid, which exceeded the maximum drain volume of 3200 ml and therefore met iipv criteria. Further review of complaint activities revealed the cycler's initial drain alarm setpoint was programmed to off. Per the homechoice patient at-home guide, 70% of the last fill/day dwell is the minimum recommended starting point for determining the appropriate initial drain alarm setpoint. This would be a minimum of 1400 ml for the hp. The device was not returned to baxter, precluding further device investigation. As a result, the cause of the reported difficulty of an iipv could not be determined. A service history review (shr) revealed that no issues that may have contributed to the reported problem of iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The hc device was in use. A follow-up report will be filed should any significant supplemental information become available.